Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with their implantable cardioverter defibrillator in backup vvi mode. The device was properly restored, installed the cyber security and firmware updates, and reprogrammed to the prior settings. The patient was stable.